Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was showing yellow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and found no lights on matrix drawer 9 controller board. Replaced the board and had technical support specialist (tsc) configure the drawer. Issue resolved. The system functioned as intended after the field service engineer and technical support specialist repaired the device.